Event description:
Report received of three separate incidents of user misprogramming. The issue arises when an intra-venous line that is generally a primary solution has been set up on the secondary side and vice verse. For example, a heparin drip is set up on the primary line. At a later time, the physician orders hydration fluids which are set up on the secondary line. This is opposite of the usual configuration of large container/hydration as primary and small container/medication drip as secondary. When the pt has been off the nursing unit for a long period of time such as to x-ray or to the smoking lounge, the battery becomes exhausted because the pumps have not been plugged in. When the pt returns to the unit, the nurse must re-program the device due to the loss of battery power. In these three incidents, the nurse assumed the primary solution was the large intravenous container and the secondary the small container. When re-programming, the prescribed infusion rates were reversed. This resulted in underdelivery of the hydration fluid and overdelivery of the medication drip. The nurses had not followed the intravenous line to determine which infusion was primary and which secondary. This occurred once with heparin and normal saline, and twice with unrecalled intravenous solutions. With the heparin incident, whether or not medical intervention was required was not recalled. The source states, "possibly protamine was given, but they may have just held the heparin." No adverse pt events or adverse sequelae were reported. No additional info was available.